Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was not working and that it had just turned off. The customer stated that she replaced the battery, and the screen was still blank. The customer's blood glucose was 197 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did not return. The customer further stated that she was unable to remove the battery cap but was able to upon using a quarter. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was tested with a good battery cap and the display and operating currents were normal. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with stripped battery cap coin slot, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.